Event description:
Analysis of the suspect cable found no anomalies and it confirmed that the device performed according to functional specifications.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed that the tablet passed all functional tests prior to distribution.

Event description:
It was reported that the medical professional could not interrogate generators using the usb that was sent as a replacement for the event reported in the MFR. Report # 1644487-2015-04892. Once a new usb cable was used, interrogations could be completed successfully. Review of manufacturing records confirmed that the tablet passed all functional tests prior to distribution. The suspect usb cable was returned to the manufacturer. Analysis is underway, but it has not been completed to date.